Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-12384. It was reported that during an ablation procedure, perforation and cardiac tamponade occurred. A intellamap orion¿ and intellanav oi where used, following removal of the catheters and sheath, cardiac tamponade and a perforation was observed. It was unknown what had caused the perforation. The physician was able to drain without cracking the patient¿s chest. The patient was in stable condition.